Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia up to 257 mg/dl for approximately four hours after a supply change, during which the insulin cartridge was inserted into the ilet chamber but not fully locked, leading to inadequate insulin delivery; the user received troubleshooting and education, and no backup therapy, ketone testing, or medical intervention occurred. Symptoms included elevated blood glucose without associated acute clinical effects. Outcomes included temporary disruption requiring user support but no healthcare utilization. Investigation included technical troubleshooting with the user and educational review of the supply change procedure. Investigation of this case revealed an improperly seated cartridge resulting in suboptimal insulin delivery, resolved after reinstruction and correct installation. It was concluded that the event was attributable to use error related to cartridge seating and that the device functioned as designed once properly set up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.